Manufacturer narrative:
Patient weight, ethnicity and race unk. Work order search: no similar complaints within associated lots were found. Off-label patient >45. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -7.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a replacement lens due to the initial lens tear/break during injection/delivery into the eye. There was patient contact, but no patient injury. The problem was resolved. Cause reported as unknown.